Event description:
It was reported that damage was found with a bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in. The following information was provided by the initial reporter, "when performing the blood culture collection with catheter #24, during patient puncture it was not possible the vascular access, so the catheter was partially removed and when trying to move it forward again no progress was observed and there is resistance, the patient cries again. Prominence is observed in the skin, the catheter was withdrawn and it was damaged in the middle of path. A new catheter #24 was used and other puncture performed and the same situation occurred. When removing the material it was observed the extension is damaged near the catheter tip. Both catheters have the same data. Once the vessel is reached, it is observed blood leakage as if it were porous at this time the cutting part has still been removed. Additional information: there was no damage to the patient. There was no medical intervention, but was necessary to do two punctures. The device was fully removed from the patient." 2 occurrences were reported.

Manufacturer narrative:
The change is the following: b.5. Describe event or problem: it was reported that damage was found with a bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in. The following information was provided by the initial reporter, "when performing the blood culture collection with catheter #24, during patient puncture it was not possible the vascular access, so the catheter was partially removed and when trying to move it forward again no progress was observed and there is resistance, the patient cries again. Prominence is observed in the skin, the catheter was withdrawn and it was damaged in the middle of path. A new catheter #24 was used and other puncture performed and the same situation occurred. When removing the material it was observed the extension is damaged near the catheter tip. Both catheters have the same data. Once the vessel is reached, it is observed blood leakage as if it were porous at this time the cutting part has still been removed. Additional information: there was no damage to the patient. There was no medical intervention, but was necessary to do two punctures. The device was fully removed from the patient." 2 occurrences were reported.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in. The following information was provided by the initial reporter, "when performing the blood culture collection with catheter #24, during patient puncture it was not possible the vascular access, so the catheter was partially removed and when trying to move it forward again no progress was observed and there is resistance, the patient cries again. Prominence is observed in the skin, the catheter was withdrawn and it was damaged in the middle of path. A new catheter #24 was used and other puncture performed and the same situation occurred. When removing the material it was observed the extension is damaged near the catheter tip. Both catheters have the same data. Once the vessel is reached, it is observed blood leakage as if it were porous at this time the cutting part has still been removed. Additional information: there was no damage to the patient. There was no medical intervention, but was necessary to do two punctures. The device was fully removed from the patient." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph provided for evaluation. The photograph displayed the top webbing label information. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in. The following information was provided by the initial reporter, "when performing the blood culture collection with catheter #24, during patient puncture it was not possible the vascular access, so the catheter was partially removed and when trying to move it forward again no progress was observed and there is resistance, the patient cries again. Prominence is observed in the skin, the catheter was withdrawn and it was damaged in the middle of path. A new catheter #24 was used and other puncture performed and the same situation occurred. When removing the material it was observed the extension is damaged near the catheter tip. Both catheters have the same data. Once the vessel is reached, it is observed blood leakage as if it were porous at this time the cutting part has still been removed. Additional information: there was no damage to the patient. There was no medical intervention, but was necessary to do two punctures. The device was fully removed from the patient." 2 occurrences were reported.